Event description:
The manufacturer received information alleging a ventilator was constantly alarming. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, "service required" codes were found in the ventilator's downloaded error log. The device's system board, sensor board and power management board were replaced to address the issues. An error code related to the charging of the internal battery was observed. The internal battery was replaced to address the issue.

Manufacturer narrative:
The manufacturer previously reported the device's system board, sensor board, power management board and internal battery were replaced to address "service required" codes that were observed in the ventilator's downloaded error log. The repair estimate was sent to the customer. The ventilator was then returned unrepaired to the customer due to no response from the customer. The ventilator was returned a second time to the manufacturer with an allegation the device was constantly alarming. During the evaluation, "service required' codes were observed in the ventilator's downloaded error log. The device's power management board and sensor board were replaced to address the issues.

Manufacturer narrative:
The manufacturer previously reported a failure of the power management board and sensor board. The power management board and sensor board were returned to the manufacturer's quality assurance laboratory for further investigation. During the investigation, the root cause of the power management board failing was due to ferrite (e2) solder joint being cracked. The sensor board was found to operate to design specifications.